Event description:
While the device was ventilating a pt, the device posted error codes and then shut down and stopped ventilating. The pt was transferred to another device. Date of occurrence on or about 10/24/05. No pt injury.